Event description:
It was reported that cable was coming out of the hi/low screw pack "asm."/cable carrier, causing the bed to tilt to one side and the pt falling out. Ra# 24145 issued for eval. Of the bed and bed panels.